Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor glucose value and blood glucose levels were not accurate. Customer stated that he had to suspend the sensor at night because his blood glucose levels were less than 50 mg/dl. Customer stated that he had a threshold suspend alarm. Customer's blood glucose level was 212 mg/dl at the time of the incident. Customer reported that the pump has been triggering threshold suspend and he has had this issue with multiple sensors. Customer was advised to remove and return the sensor. Customer was also advised to call back when he is at home with his test plug. Customer stated that he treated his high blood glucose level with the pump. Customer mentioned that his blood glucose was 300 mg/dl during the first incident of different readings and it was 400 mg/dl for the change sensor alarm.